Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/27/2019. Additional: eight unopened samples of product code vcp473, lot # ma8dxmr0 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of eight samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the requirements.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an ovariectomy procedure on an unknown date and suture was used. It was reported that thread broke at different places post operatively.